Event description:
Device #2 issue: failure to advance. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily calcified common femoral artery after an interventional procedure. Reportedly, during device insertion, resistance was felt and the device could not be advanced in the vessel past a calcified lesion. The proglide device was removed over a guide wire and a second proglide device was attempted with the same results. The second proglide device was removed and manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4): device #1: part #12673-03, lot #80014-6h indicated is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.